Event description:
A customer contacted beckman coulter, inc. (Bec) to report that their unicel dxc 600i synchron access clinical system generated a "flood in waste collection sump switch 11" error and stopped operating. The customer stated a small amount of waste (20 - 30 ml) had leaked on the floor under the instrument. The customer was wearing personal protective equipment when she discovered the leak. No one in the room was exposed to the leak. Customer technical support (cts) provided instructions to the customer to stop and home the system. After the stop/home procedure, the error did not re-appear. Cts advised the customer to monitor the system and contact bec if the problem continued. No effect to patient or operator was reported in connection with this event.

Manufacturer narrative:
Service was not dispatched as the issue was resolved through cts troubleshooting with the customer. (B)(4).